Event description:
It was reported that an intermate reservoir ruptured during filling of the device with 5-fu. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition evaluation summary: baxter received one sample for evaluation. Visual inspection of the unit confirmed a ruptured bladder in a non-footing position. The root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. If additional relevant information is received, a follow-up will be submitted.